Manufacturer narrative:
Block b3: approximated based on the information provided. Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to (B)(6) hospital in (B)(6) after being transferred from another facility on (B)(6) 2025. They were unable to charge their stimulator due to not having access to their charging system or remote control, and no nearby family was available to assist. The duration without stimulation and battery status were unknown. Technical support coordinated assistance, and a kb order was approved to provide the necessary equipment, which was shipped overnight. No additional adverse patient effects were reported, and no follow-up was required.